Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that continued noise and oversensing was observed and resulted in less than 2 seconds of pacing inhibition. A lead fracture was suspected, however, was not confirmed. An invasive procedure was performed. The patient was occluded on the left side, therefore, the device was explanted and replaced and the right atrial (ra) and right ventricular (rv) leads were surgically abandoned and replaced on the opposite side. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited a high out of range pacing impedance measurement greater than 2,000 ohms in bipolar configuration and resulted in activation of the lead safety switch (lss). Noise and oversensing was observed on the rv channel in unipolar. The sensitivity was reprogrammed to resolve the oversensing. No additional interventions were planned or undertaken. No adverse patient effects were reported. This product remains implanted and in service.